Manufacturer narrative:
Visual inspection of the returned device identified that one of the rails of the dovetail feature was flared out on one side and compressed on the other; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. It has also been noted that there are scratches and gouges on both the surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no other additional complaint against the related part and lot combination. From the visual inspection and the information provided, the likely cause of this failure is possible misuse.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant was difficult to insert. Another device was used to complete the surgery.